Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
Updated information: d4 catalog number updated.

Event description:
The complainant reported that the anti-contamination sleeve of an impella 5.5 became detached from both ends of the catheter when the patient was repositioned in the bed in the intensive care unit. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of reporting, the patient continues to be supported by the impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.